Event description:
The customer reported that he passed out and the paramedics were called. The customer stated that he was hospitalized for low blood glucose. The blood glucose reading at time of the call was 171 mg/dl. The customer stated having difficulties with the infusion set change. Troubleshooting was performed. The customer rewound and prime properly using u100 insulin. The programming on the insulin pump appeared to be accurate. Performed a displacement and self test and they passed. Reviewed the prime history and showed that he primed several times the day prior to his hospitalization. The alarm history was correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.